Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified. The device history record (DHR) for the batch was reviewed, the product was released according to release criteria. Because the exact root cause for this complaint is unknown, specific action at this stage cannot be taken. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
During a glaucoma implantable filtration device (gfd) surgery a surgeon reported the shunt to be found clogged. The shunt was removed and the procedure was converted to a trabeculectomy successfully.